Manufacturer narrative:
Section d1 brand name was corrected. E1 initial reporter last name should have remained blank, not ¿unknown.¿

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
A biomedical engineer reported that a console had a controller error. No patient was involved.

Manufacturer narrative:
Updated information: d9 device return date added